Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred at the site of sensor placement on (B)(6) 2016. The sensor was inserted into the thigh on (B)(6) 2016. Patient described the reaction as a raw and red rash that secreted pus, around the adhesive patch. Patient treated the affected area with over-the-counter, triple antibiotic cream and prescription mupirocin ointment usp 2.0%. Patient was prescribed the mupirocin ointment on (B)(6) 2016 after seeing their health care provider regarding a skin reaction. During that visit, it was also recommended that the patient try sensor insertion at the thigh. At the time of contact, the patient was in good condition. No additional event or patient information was provided. The sensor was inserted into the thigh. The dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).